Event description:
Information was later received that this patient was brought in for further testing. Sensing and therapy were confirmed to be adequate. Ventricular tachycardia (vt) was induced twice and terminated by anti-tachycardia pacing (atp) both times. No adverse patient effects were reported.

Event description:
Boston scientific received information that this patient presented to the hospital after receiving shocks. The physician reported that the device detected a rhythm which fell into the ventricular tachycardia (vt) zone and was inhibited until the inhibit decision was overturned. Multiple attempts tof anti-tachycardia pacing (atp) were delivered, the last attempt resulted in acceleration of the rhythm which was believed to be vt. Six shocks were delivered and none converted the rhythm. The rhythm later spontaneously slowed. Therapy exhaustion was suspected. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.